Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed the tubing was separated from the winged female luer lock. The reported condition was confirmed. Although the reported condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter a clearlink catheter extension set that "fell apart during use." According to the report, the nurse was attempting to draw blood and the tubing separated from the male luer. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.